Event description:
Unit was intermittently auto cycling, had increased peep, was pressure limiting, and there was a sputtering sound. Failed on pt, no pt injury. Air gas module was isolated and replaced. This was an intermittent problem. The unit was repaired, calibrated, function checked within manufacturer's specifications, and returned to service. The failed module was discarded.